Event description:
It was reported that in the ICU, the catheter was placed without issue. However, 2 days after the catheter was placed, resistance was met when trying to insert drugs, and on the third day a leak from the junction section of the fixation point of the catheter was found. As a result, the catheter was removed and replaced without issue. A delay was reported, however, there was no add'l harm to the pt due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). No sample is expected to be returned for evaluation.